Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the label was missing from an unspecified number of tubes. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H6: investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd has initiated further root cause investigation relating to the issue of missing label through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.